Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that before the start of dialysis, air was found to be mixed when the physician attempted to confirm the blood return. Because leakage was not found when the device was flushed, the operator started dialysis. However, the physician found air contamination in the a lumen of the catheter during dialysis, dialysis was stopped and the catheter was removed. It was further reported that a pinhole was found at the lumen of the catheter when the operator confirmed the removed catheter. The tip of the catheter was cut off to use for a culture test. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking dialysis catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 15cm powertrialysis acute dialysis catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed in the arterial lumen extension tubing. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface ¿ blood residue was seen on the sample which showed that the product had undergone at least some use an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Reference faqir 990196 for further information regarding this type of event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that before the start of dialysis, air was found to be mixed when the physician attempted to confirm the blood return. Because leakage was not found when the device was flushed, the operator started dialysis. However, the physician found air contamination in the a lumen of the catheter during dialysis, dialysis was stopped and the catheter was removed. It was further reported that a pinhole was found at the lumen of the catheter when the operator confirmed the removed catheter. The tip of the catheter was cut off to use for a culture test. There was no reported patient injury.